Manufacturer narrative:
Evaluation of the returned lantern and pod pc confirmed that the lantern was fractured, and the pod pc was stuck within the proximal fractured segment of the lantern. If the lantern is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. If the pod pc is attempted to be advanced through a damaged lantern, resistance may be experienced during advancement and the embolization coil may become stuck within the lantern. During functional testing, resistance was experienced while attempting to retract the pod pc out of the lantern due to the offset coil winds on the embolization coil and, consequently, the sr wire fractured. This caused the embolization coil to detach from the pusher assembly; therefore, no further testing could be performed. Further evaluation revealed ovalizations on the distal fractured segment of the lantern. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using pod packing coils (pod pc), lantern delivery microcatheter (lantern), 5fr diagnostic catheter and guidewire. During the procedure, the lantern was advanced over the guidewire and through the diagnostic catheter to the target vessel. Subsequently, while advancing a pod pc through the lantern, the physician experienced resistance and the pod pc became stuck inside the lantern. Therefore, the lantern and pod pc were removed. It was also reported that the midshaft of the lantern was noticed to be kinked and fractured. The procedure was completed using a new lantern, a new pod pc, and the same diagnostic catheter. There was no report of an adverse effect to the patient.